Manufacturer narrative:
On 18-apr-2016 product investigation results: reporter returned 4 oral-b power oral care refills precision clean on 18-apr-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Small cut on lip/abrasion on lip/lip pulled into gap/jamming [lip injury]. Brushhead broke/ pin pushed out/ oscillating head came off/ oscillating brush head loose [device breakage]. Jamming lip between the oscillating head and the body of the brush/oscillating brush head loose and lip pulled into the gap [injury associated with device]. Product counterfeit [product counterfeit]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual action brushhead broke, and described that the pin at the very top of the brush pushed out and the oscillating head came off after jamming his lip between the oscillating head and the body of the brush. He stated he was left with a mouth full of bits, and a small cut on lip. He used a second brush head from the pack, and reported the oscillating brush head seemed quite loose, and his lip was pulled into the gap which caused some abrasion on his lip. The case outcome was unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Small cut on lip/abrasion on lip/lip pulled into gap/jamming [lip injury]; brushhead broke/ pin pushed out/ oscillating head came off/ oscillatingbrush head loose [device breakage]; jamming lip between the oscillating head and the body of the brush/ oscillating brush head loose and lip pulled into the gap [injury associated with device]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual action brushhead broke, and described that the pin at the very top of the brush pushed but and the oscillating head came off after jamming his lip between the oscillating head and the body of the brush. He stated he was left with a mouth full of bits, and a small cut on lip. He used a second brush head from the pack, and reported the oscillating brush head seemed quite loose, and his lip was pulled into the gap which caused some abrasion on his lip. The case outcome was unknown.